Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to manufacturer for evaluation however images were supplied which shows:"post op xrays single ap view provided appears to show iliac screw head/set screw disengaged with rod no longer lying in screw head.fusion status is unclearfrom these single images.rod length on this side may also be short.root cause indetrminate."

Event description:
It was reported that on an unknown date, surgeon saw radio graphs of set screws disengaged from implanted pedicle screws. It was unknown whether the products broke or not. Patient complications were reported unknown.